Event description:
It was reported to gore that on (B)(6) 2024, a patient was to be implanted with a 11mm x 5cm gore® viabahn® endoprosthesis with heparin bioactive surface (vsx device) to during fenestration procedure at left subclavian artery. The vsx device was advanced to target lesion with the protection of 12fr 45cm sheath. The sheath was withdrawn back, deployment knob was pulled, and a resistance was felt. After pulling the deployment knob with higher force, the vsx device was deployed successfully. But due to the movement of the vsx device (no branch coverage), a 11mm x 6cm bare stent was added. The procedure was completed smoothly, patient didn't not experience any adverse reactions. All device components were retrieved from the patient (no distal tip detachment within patient), the damage to the distal shaft and dual lumen was caused by the higher force when pulling.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. C1: cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6: code c19 - a review of the manufacturing records indicated the device met pre-release specifications. Code d15 - the returned device was observed to be consistent with the product listed within the complaint. Evaluation of the returned device indicates compressive stresses apparent on the catheter. The reported failure mode of excessive deployment force is consistent with the findings of compressive stresses on the catheter and an observed broken deployment line. This complaint was initiated on the basis of information received from the field. The information reported in the complaint indicates the user experienced excessive deployment force with successful deployment. An incomplete viabahn® device delivery system was returned to gore for evaluation. No other items were returned, and an independent assessment of deployment performance was not possible as the zipper constraint had been fully released. The condition of the returned device was consistent with the reported deployment difficulty; however, a cause could not be independently established with the items available for review. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code ¿d15: cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.